Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 436 mg/dl. The customer also stated that the blood glucose levels was 366 mg/dl. The customer was decided to go to the hospital for treatment and stopped the troubleshooting. The pump will not be returned for analysis.